Event description:
Patient reported general redness and itching. The patient sought medical treatment and was prescribed Triamcinolone, a topical anti-inflammatory cream. Patient reported following the proper skin preparation steps.

Manufacturer narrative:
No lot number was provided, therefore unable to confirm if this report is related to Nissha product, however reporting out of an abundance of caution.